Manufacturer narrative:
(B)(4). The customer reported that a neonate was born in distress while being monitored by philips equipment and later died. The neonate was monitored with a fm20 fetal monitor and copy of tracing was provided. Customer has requested clarification about why the fhr was detected at certain times during monitoring and wants to know why alarms are not shown on recorded strips. Please note that these alarms are intended to show onscreen only and to not be printed and this does not represent any malfunction or failure to meet specifications. Note also that the tracing submitted shows no measurement of maternal heart rate, so coincidence detection would not be possible. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a neonate was born in distress while being monitored by philips equipment and later died.